Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the archived was reviewed and it was found that one registration had the pattern flipped anterior/posterior.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found the system performing as intended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial biopsy. It was reported that intra-operatively, the site had two magnetic resonance imaging (mr)'s merged and after they registered, the surgeon checked accuracy but it was on the opposite side. They removed one of the mr scans and re-registered. This resolved the issue. The manufacturer representative did not notice the registration flip either time. They confirmed orientation on each scan and did not change the registration model at all. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of fifteen minutes due to this issue.